Event description:
The customer stated that the pressure waveforms were abnormal and they were receiving incorrect values. The patient was not treated based on the values. No patient complications were noted.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
Additional information obtained from the customer indicated that the problem of overshoot of the pressure waveform occurred due to the malfunction of the pressure monitoring kit not from the swan ganz catheter that was connected to the pressure monitoring kit. The complaint was initially reported incorrectly as inaccurate values for the swan-ganz catheter (model 174hf7) but the device is the pressure monitoring custom kit (model uk801(tw). Reference MDR report number: 2015691-2015-02185. The swan ganz was not returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed with the product. No actions will be taken at this time.